Event description:
Procedure: low anterior resection/ double stapling. According to the reporter: after two of egia60amt were fired, the tissue was not resected completely. With the egiaradmt loaded for the third firing, when the handle was gripped for two times, it could be squeezed no more with cracking sounds heard and the device could not complete to fire. Using a new egia60amt, the concerning part was recovered and the operations was completed with no problem. No patient harm. The patient current status: good. No foreign material such as clips and others had been grasped by the instrument before the event. Operating time was extended less than 30 min. No problem in release of device from tissue. The patient is currently under follow-up. Additional tissue resection: yes. Nothing fell into the cavity. Oozing bleeding. Lot# or s/n cannot be identified. In case available, it will be added to product tab. Confirmed that the clinical sample is being returned for investigations. No adverse event caused by extension of or time was reported. No patient info is available. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).